Manufacturer narrative:
Visual examination of returned, unused, stopcock revealed a silver of flash on the female luer threads. It has been determined that during the automated application of the dust caps to the stopcocks, a portion of the dust cap was shaved off. Since the stopcock was mfg, we have corrected the set-up of the alignment fixture for the stopcock bodies during assembly. We have also revised our inspection process for this product to require the removal of dust caps during in-process visual inspections.

Event description:
They are finding small particles in the lumen closest to the body of the stopcock - that are free floating. This has happened several times. There has been no pt injury.